Event description:
The pt received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt is currently suffering from shingles and has been experiencing elevated blood glucose levels during the outbreak. The pt remained on insulin pump therapy during the emergency room treatment and has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.